Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was inconclusive because the entire sample was not returned for evaluation. The product returned for evaluation was one 4fr s/l groshong proximal connector segment. The catheter and distal connector segment were not returned for evaluation. Blood residue was observed on the sample. Mechanical damage was abundant throughout the much of the sample, including on the cannula and both locking arms. The connector was bent near the locking arms. Microscopic inspection of the mechanical damage revealed parallel scoring marks consistent with damage caused by contact with a metallic instrument such as forceps or hemostats. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during hydraulic pressurization of the sample. The extensive mechanical damage suggested that difficulty may have been experienced during device assembly, disassembly or handling of the sample. No leaks were observed during investigation of the returned sample; however, the complete implicated sample was not returned for evaluation. Consequently this complaint is inconclusive at this time.

Event description:
It was reported the doctor used the PICC catheter but unfortunately the lot# was allegedly defective and supposedly visibly leaked when flushed, so he used a second one for the extension part. A sample of the piece was saved. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebn1957 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported the doctor used the PICC catheter but unfortunately the lot# was allegedly defective and supposedly visibly leaked when flushed, so he used a second one for the extension part. A sample of the piece was saved. No patient injury was reported.